Manufacturer narrative:
This report is being filed on an international product list 8p13, that has a similar us product distributed in the us, list 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account generated false positive alinity I stat high sensitive troponin-I results when tested with alinity I processing module. On (B)(6) 2022, sid (B)(6) (87 year old, female) tested alinity I stat high sensitive troponin-I positive of 1133 pg/ml (serial (B)(4), and 111.07 pg/ml (serial (B)(4). Originally, the sample tested architect troponin positive of 45.7 pg/ml. The customer reran the sample again with architect troponin negative of 32.8 pg/ml, alinity I stat high sensitive troponin-I negative of 32 pg/ml (serial (B)(4), and 27 pg/ml (serial (B)(4). The account uses a troponin positive cutoff of 34 pg/ml. No additional patient information provided. No impact to patient management was reported.

Manufacturer narrative:
Ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review of complaint data for the likely cause list number does not identify any related adverse trend. Labeling was reviewed which adequately addresses the current issue. A review in the corrective and preventive actions system does not identify any related non-conformances or deviations associated with the likely cause lot number. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. As review of applicable field data suggests that the performance is acceptable, file kit testing was not performed. No product deficiency was identified.